Event description:
Additional information noted that an incorrect model/serial number was communicated, refer to report 2124215-2017-00582 for the valid model/serial number.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that variable shock impedance measurements were noted when it comes to this right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the provided information and noted that the values appear to be on the higher side, but this was not unexpected for a single coil lead. Ts discussed possible patient testing to be done, as well as determining when the last shock was delivered to get a true delivered shock value. The system remains implanted. No adverse patient effects were reported.